Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex was returned within the inner pouch; inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and no damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were fully opened and no damage. The cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that angiography showed that the patient had a fusiform aneurysm in the cavernous sinus segment. Selected the 5.0-35 stent, the marksman reached the m1 horizontal section in place, and the ped was in place m1 after hydration. Withdrew the microcatheter and found that the tip end could not be opened when the tip end was opened. After deploying the long enough distance to 10-15mm and wait, the tip end still could not be opened. Pulled to the t bifurcation, held against the outer arc of the blood vessel, pushed forward and waited, but found that the tip end still could not be opened. Finally, it was found that the tip end could not be opened, so the whole system was withdrawn helplessly, and a new microcatheter and stent were replaced to complete the operation. It was reported that the distal section of the pipeline failed to open. The pipeline was not positioned in a bend. The pipeline was resheathed less than or equal to 2 times. The pipeline was removed from the patient. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU.  No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm of the cavernous sinus segment with a max diameter of 5mm and a 10mm neck diameter. The landing zone was 4.7mm distally and 5.2mm proximally. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was a cavernous sinus segmental aneurysm.